Event description:
It was reported that the guide wire successfully crossed a lesion in the circumflex without incident. The same guide wire was re-used in an attempt to cross a totally occluded lad, to reach a diagonal lesion. The guide wire was unable to cross the lesion in the lad, and upon removal, resistance was encountered. The balloon catheter was pushed distally over the guide wire tip, then both were removed as a single unit. Another guide wire then successfully crossed the lad lesion to reach the diagonal, which was stented. There were no patient effects reported, and no additional details provided. This report is being filed based on the results of the investigation.